Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using the perclose proglide device after treatment was provided for a st-segment elevation myocardial infarction. Reportedly, the suture did not attach to the needles. Another proglide was used with the same results. A third proglide was attempted, but the suture pulled out of the artery once the knot pusher was advanced. Manual arterial compression and a non-abbott device were used to achieve hemostasis. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the proglide. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device had been discarded. Without device analysis, a cause for the cuff miss could not be determined. A cuff miss can be influenced by numerous factors including, but not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the needle trajectory of every device is verified. In addition, sampling of finished devices is destructively tested to verify the functionality of the device. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/ or inadequate positioning of the foot against the arterial wall may cause a cuff miss. Femoral angiogram was taken and some calcification was noted. Per the proglide instructions for use, under special patient population, the safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is likely that the reported calcification contributed to the reported event. Review of the device lot history record did not reveal any nonconforming material records. A query of the complaint-handling database for this lot was performed. Based on the review of the lot history record, the complaint handling database, event information and testing/inspection criteria for this lot, a product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices are being filed under separate medwatch MFR numbers. The perclose proglide instructions for use states the safety and effectiveness have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.